Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2018. The original surgery is dated (B)(6) 2018. The revision surgery occurred because of a reported infection. During the revision, the original omni size 4 x 14mm ps-c insert, 14mm ps-c tibial baseplate retaining bolt, and 32mm x 10mm patella dome were removed and replaced with new components of the same size.